Manufacturer narrative:
B5:the device was in use on a patient at the time of the event. It is unknown if any actions were taken to prevent delay in therapy. However, there was no adverse patient impact reported. The philips service engineer (pse) confirmed blower failure in the log file review. However, during onsite device evaluation the error could not be duplicated. Full functionality of the device was confirmed by the pse. No repair required.

Manufacturer narrative:
The device was reported as being in use at the time of the event on a patient. There was no adverse patient impact reported.

Event description:
It was reported to philips that the device had a blower overheat error message. The device was reported as being in use on a patient at the time of the event. There was no adverse patient impact reported.